Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received an inappropriate shock due to oversensing of noise. Technical services reviewed the available data and confirmed the observed mechanical artifact was consistent with an electrode fracture. Troubleshooting had been performed and the artifact was reproduced in the secondary and alternate vectors. The device was programmed off, and the electrode was explanted and replaced four days later. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Corrected date of event. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at about 5.4 cm from the terminal pin in a curve area. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and oversensing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received an inappropriate shock due to oversensing of noise. Technical services reviewed the available data and confirmed the observed mechanical artifact was consistent with an electrode fracture. Troubleshooting had been performed and the artifact was reproduced in the secondary and alternate vectors. The device was programmed off, and the electrode was explanted and replaced four days later. No additional adverse patient effects were reported. The explanted electrode was expected to be returned for analysis.